Event description:
Customer reportedly rec'd results of 471 mg/dl and 118 mg/dl within 10 mins on the advantage sys. No high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.